Event description:
It was reported while using a bd vacutainer® flashback blood collection needle, blood leaked from the sleeve covering the non-patient cannula. There was no report of adverse impact to patients or users.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® flashback blood collection needle, blood leaked from the sleeve covering the non-patient cannula. There was no report of adverse impact to patients or users.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 11-sep-2024. Investigation summary: bd received 2 used samples from lot# 4057366, 13 unused representative samples from lot# 4109550, and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for leakage was observed. The unused customer samples were evaluated by visual examination and functional testing and the indicated failure mode for leakage was not observed. Additionally, the used customer samples were evaluated by visual examination and functional testing and the indicated failure mode for leakage was observed. Blood was visible in the holders attached to both samples. One of the samples was found to have a crack in the luer thread hub and the other was found to have dents in the luer thread hub. This damage contributed to the leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.